Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "during an acute procedure on a patient, they had unwrapped a balloon and it was twisted.a different new balloon was used. This balloon was discarded by the hospital". No additional information surrounding this event is available from the customer.

Event description:
It was reported "during an acute procedure on a patient, they had unwrapped a balloon and it was twisted.a different new balloon was used. This balloon was discarded by the hospital". No additional information surrounding this event is available from the customer.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.